Manufacturer narrative:
Pending evaluation.

Event description:
As reported, during loading a drill bit at the back table, the spring mechanism inside detached as we were trying to load a drill on it. No parts or pieces fell into the patient. There was a small delay to wait for another tray which had another drive handle inside. The (B)(6) male patient was not effected. Patient was last known to be in stable condition following the event. The device is to be returned.

Manufacturer narrative:
Section h10: d4: lot number: 128491030. H3: the broken tri-driver reported was likely the result of the retaining ring responsible for maintaining assembly of the sleeve on the tri-driver shaft becoming deformed as a result of the sleeve being held stationary while reaming or the sleeve being obstructed by soft tissue or bone, which led to the disassembly of the spring when attempting to lead the drill on the device.

Event description:
As reported, during loading a drill bit at the back table, the spring mechanism inside detached as we were trying to load a drill on it. No parts or pieces fell into the patient. There was a small delay to wait for another tray which had another drive handle inside. The (B)(6) male patient was not effected. Patient was last known to be in stable condition following the event. The device is to be returned.

Manufacturer narrative:
Pending evaluation.